Event description:
It was reported that approx three months post-op, the lens was explanted and exchanged for a different lens model to address lens vaulting secondary to asymmetrical capsular contraction and anterior capsular phimosis. The pt's current prognosis is excellent.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.